Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 375cc mentor memorygel breast implants experienced right sided capsular contracture baker grade unknown and rupture post procedure. On (B)(6) 2019, patient had an ultrasound which confirmed bilateral implant displaced with no extracapsular silicone on right. As a result, patient underwent unilateral right sided removal and replacement with a 375cc mentor memorygel breast implant on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-22376 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).